Event description:
It was reported that the introducer sheath was surgically removed. Procedure summary: vascular access was obtained via a transfemoral approach. The moderately calcified native aortic annulus was 21.5mm in diameter. A 14fr isleeve introducer sheath was attempted to be inserted and resistance was noted. A kink was noted on the isleeve introducer sheath. The physician unsuccessfully attempted insert the 14f isleeve introducer sheath without the dilator. The physician then inserted the dilator and was able to successfully insert the 14f isleeve introducer sheath into position. A 20mm non-boston scientific balloon catheter was advanced through the 14f isleeve introducer sheath and resistance was noted. Balloon aortic valvuloplasty (bav) was performed with the 20mm non-bsc balloon catheter. The 20mm non-bsc balloon catheter was withdrawn through the 14f isleeve introducer sheath and resistance was noted. A small size acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use. The acurate neo2 tf ds was advanced into position. The small size acurate neo2 valve was successfully implanted to treat the native aortic annulus. Upon withdrawal of the acurate neo2 tf ds resistance was noted and the acurate neo2 tf ds could not be retracted into the 14f isleeve introducer sheath. The patient was transferred to the operating room where the acurate neo2 tf ds and the 14fr isleeve introducer sheath were surgically removed. Patient status: the patient was doing well post surgery and expected to fully recover.

Manufacturer narrative:
H3 device evaluated by MFR: procedural angiographic media was provided to aid in the investigation and was reviewed by a bsc quality engineer. The procedural angiographic media provided consistent of a single series that showed the acurate neo2 transfemoral (tf) delivery system (ds) in the abdominal aorta after acurate neo2 valve deployment. The 14f isleeve introducer sheath is positioned in the femoral artery.

Event description:
It was reported that the introducer sheath was surgically removed. Procedure summary: vascular access was obtained via a transfemoral approach. The moderately calcified native aortic annulus was 21.5mm in diameter. A 14fr isleeve introducer sheath was attempted to be inserted and resistance was noted. A kink was noted on the isleeve introducer sheath. The physician unsuccessfully attempted insert the 14f isleeve introducer sheath without the dilator. The physician then inserted the dilator and was able to successfully insert the 14f isleeve introducer sheath into position. A 20mm non-boston scientific balloon catheter was advanced through the 14f isleeve introducer sheath and resistance was noted. Balloon aortic valvuloplasty (bav) was performed with the 20mm non-bsc balloon catheter. The 20mm non-bsc balloon catheter was withdrawn through the 14f isleeve introducer sheath and resistance was noted. A small size acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use. The acurate neo2 tf ds was advanced into position. The small size acurate neo2 valve was successfully implanted to treat the native aortic annulus. Upon withdrawal of the acurate neo2 tf ds resistance was noted and the acurate neo2 tf ds could not be retracted into the 14f isleeve introducer sheath. The patient was transferred to the operating room where the acurate neo2 tf ds and the 14fr isleeve introducer sheath were surgically removed. Patient status: the patient was doing well post surgery and expected to fully recover. It was further reported that the 14f isleeve introducer sheath was kinked.